Event description:
It was reported that the device presented primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Product was returned with tamper seal intact and no physical damage. The technician performed power up process. The reported event was unable to duplicate primary audible alarm background test. The alarm was verified in the event history log. The root cause of the reported issue was not determined. The technician was unable to determine if speaker wires were all intact. The interconnect was plugged in but not glued as required. The speaker and battery were replaced for preventive measures. The technician performed power up process and all functional test, which device passed.